Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts baseplate size 6; cat# 5521-b-600; lot# unknown. Triathlon asymmetric x3 patella; cat# 5551-g-350-e; lot# unknown. Simplex p - us full dose 10-pk; cat# 61911010; lot# unknown. Triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported knee infection after primary. Patient noted that infection was treated by a dentist with an antibiotic. Patient would like to know if implants are subject to recall. Update per patient response: "I have no complaints, just trying to make sure all parts are good to go so I can request the exact same model for the left knee and have a successful, quick recovery."